Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No parts have been returned for analysis at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the system froze with the message "no input detected". The site restarted the system and it resolved the issue, but the system froze again right before using navigation. They rebooted the system again but the system failed to reboot. When they got it to reboot after waiting awhile, the system was rebooted but navigation could not be used. The c-arm was used instead to complete the procedure. Navigation was aborted with no impact on patient outcome.